Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in a 36-year-old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammatory bowel disease and obesity. Concomitant products included ibuprofen (motrin) and medroxyprogesterone acetate (depo provera). On (B)(6)2007, the patient had essure inserted. In (B)(6)2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2015, the patient experienced urinary tract infection ("uti"). In (B)(6)2017, the patient experienced dizziness ("dizziness,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, back pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, allergy to metals, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea, visual impairment, weight increased, dizziness and abdominal pain lower outcome was unknown and the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6)2007, (B)(6)2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - in (B)(6)2008: total bilateral occlusion. Imaging procedure - on (B)(6)2008: results: bilateral occlusion. Lot number: 624842 manufacturing date: 2007/07 expiration date: 2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in a 36-year-old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammatory bowel disease and overweight. Concomitant products included ibuprofen (motrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In february 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2014, the patient experienced allergy to metals ("nickel allergy"). In january 2015, the patient experienced urinary tract infection ("uti"). In august 2017, the patient experienced dizziness ("dizziness,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, back pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, allergy to metals, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea, visual impairment, weight increased, dizziness and abdominal pain lower outcome was unknown and the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2007, (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - in april 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added. Reporter information, lab data, medical history and concomitant drug was added. New events :abnormal bleeding (vaginal), other injury or complication please describe: dizziness, lower abdominal pain " were added, outcome of events "menorrhagia, abdominal pain" was updated as "recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, allergy to metals, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with pelvic pain. New events: abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy: rash/skin condition, nickel allergy, psych injury, migration / perforation: fallopian tubes, bladder problems, urinary problems, uti, vaginal infection, vaginal discharge, fatigue, headaches, nausea, vision problems, weight gain were added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.